Event description:
This spontaneous report was received on (B)(4) 2012, from a female consumer (age unspecified) reporting on self from (B)(6). The medical history of the consumer and concomitant medications were not reported. On an unspecified date, the consumer started using ob procomfort super 16s, vaginally for menstruation (lot number b3141w41, frequency and expiration date unspecified). After an unspecified duration, the consumer reported that the cord broke and as a result the tampon was stuck in vagina. The consumer consulted a physician who removed the tampon. The action taken with the device was unknown. The report was assessed as serious (required intervention). The company causality was assessed as possible. This report was considered a reportable malfunction in the united states.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012, for a device product that is considered same/similar to a us marketed device (ob procomfort superplus 18s). This closes out this report unless additional follow up information is received.

Manufacturer narrative:
This foreign report is being submitted (B)(4) 2012 for a device product that is considered same/similar to a us marketed device (ob procomfort superplus 18s). This closes out this report unless additional follow up information is received.

Event description:
This spontaneous report was received on (B)(6) 2012, from a female consumer (age unspecified) reporting on self from (B)(6). The medical history of the consumer and concomitant medications were not reported. On an unspecified date, the consumer started using ob procomfort super 16s, vaginally for menstruation (lot number b3141w41, frequency and expiration date unspecified). After an unspecified duration, the consumer reported that the cord broke and as a result the tampon was stuck in vagina. The consumer consulted a physician who removed the tampon. The action taken with the device was unknown. The report was assessed as serious (required intervention). The company causality was assessed as possible. This report was considered a reportable malfunction in the united states. Additional information received on (B)(4) 2012. During the product analysis of the 31 samples, no product defect could be identified. The product characteristics are in compliance with the product specification. This case remains reportable malfunction in the united states.